Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. Upon removing the tubing set, pt noticed fluid on the back round circles. Additional attempts to contact the customer have been made with no additional info provided.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.